Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a polypectomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip would not deploy. The procedure was successfully completed with an unknown device. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a polypectomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip would not deploy. The procedure was successfully completed with an unknown device. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip would not deploy. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device, while the coil was returned cut from the device. It was also noted that the device returned without the over sheath. Microscope examination was performed, and it was possible to observe that the bushing had some hits. The capsule locking tabs were damaged while the coil was kinked next to the bushing. Additionally, x-ray analysis was performed, and it was confirmed that the clip arms' wings were not inside of the capsule windows. The device had the control wire separated from the clip assembly which is normal during the clip deployment process. Dimensional analysis was performed on the bushing outside diameter and it was observed to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides a and side b were out of specification, confirming the deployment failure. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.